Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the staples did not form completely upon firing. "Ussc" endoclip was used to stop the bleeding in order to complete the case. There was no consequence to the pt.